Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 6:00 pm, the patient was having dinner when she noticed her cgm displayed 84 mg/dl. Because she was actively eating, she did not take immediate action and continued to observe the readings. Over the next 30 minutes to an hour, the cgm values steadily dropped, eventually reaching 60 mg/dl. During this period, the patient began experiencing nausea and was concerned. Recognizing the change in her condition, her son decided to take her to the emergency room (ER), but no bg meter comparison was performed at this time. Upon evaluation in the emergency room, bg fingerstick reading was 140 mg/dl, while the cgm displayed ¿low¿ which they confirmed the cgm was inaccurate. She was given oral zofran to help with nausea and was kept under observation for several hours. Upon discharge, the same nausea medication was prescribed and the cgm showed 81 mg/dl, but the bg was 102 mg/dl. At the time of the report, she was still taking zofran and continued to experience stomach pain, and she was using the bg meter to monitor her glucose levels. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c (at the emergency room) and a (upon discharge) zones of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).